Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was non-cardia. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.